Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost connectivity to an implantable pulse generator (ipg) during an implant procedure. The patient connector was placed over the ipg to re-establish connection. While setting the test parameters for the right ventricular (rv) lead threshold testing the hourglass showed on the screen and stayed for over a minute. The programmer application had to be exited, stopped, and restarted before testing could be completed. Once the programmer application was restarted the testing was completed without further issues. The programmer remains in use. No patient complications have been reported as a result of this event.